Event description:
The user's hearing performance with the device is affected. When the user came to the clinic for a check-up on 27-feb-2024, there was redness and slight swelling over the implant on that day. However, there was no report of a specific trauma. The user has been re-implanted on (B)(6) 2024.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by repeated external impact on the implant, was determined to be the root cause of the device failure. In addition the active electrode also shows some additional damage due to excessive mechanical stress. The investigation results appear to match the problems mentioned in the recipient report. This is a final report. This is a correction of the conclusion.

Event description:
The user's hearing performance with the device is affected. When the user came to the clinic for a check-up on (B)(6) 2024, there was redness and slight swelling over the implant on that day. However, there was no report of a specific trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation revealed a technical failure of the reference electrode which explains the reported issues. In addition, the active electrode also shows some additional damage due to excessive mechanical stress. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user's hearing performance with the device is affected. When the user came to the clinic for a check-up on (B)(6) 2024, there was redness and slight swelling over the implant on that day. However, there was no report of a specific trauma. The user has been re-implanted.

Event description:
The user's hearing performance with the device is affected. When the user came to the clinic for a check-up on (B)(6) 2024, there was redness and slight swelling over the implant on that day. However, there was no report of a specific trauma.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the reference electrode, as it might be caused by the reported external mechanical impact appears likely. In addition the recipient suffered from a swelling at the implant site after the reported impact, which resolved after few days. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.